Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the occluder would not respond to the calibration procedure. The user also reported the control module display (7-segment leds) would not light. The device was used for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.